Manufacturer narrative:
One device was returned for repair. Review of event log found no related alarms. No service records were found. Visual and functional testing found downstream occlusion (dso) seal is ripped. Replaced dso seal. Upon further investigation found uso seal is buckling. Replaced uso seal. Performed uso/dso calibration. Device passed all testing criteria post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a torn and disconnected downstream occlusion gasket. There was no patient involvement, no patient injury was reported.